Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the lens was loaded into the patient's eye, he found foreign substances such as debris were buried on the rim of the lens. He is suspecting that the lens scratched the cartridge and came out. The procedure was completed by removing the foreign substances with irrigation/aspiration. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This is 2 of 2.